Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, once in 4 days) and amikacin injection (250mg, once daily) for peritonitis. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The same day the event diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, every 4th day, ongoing) and amikacin injection (250mg, once daily, discontinued) for peritonitis. A day after the peritonitis diagnosis, amikacin injection (125mg, once daily, ongoing) was started for peritonitis. At the time of this report, the patient remained hospitalized and the patient was recovering from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.